Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low sodium (na) results and erroneously elevated chloride (cl) results generated by unicel dxc 800 pro synchron clinical system for two patients. The results were not reported out of the laboratory. When anion gaps alerted the laboratory to the issue, the samples were rerun and the repeat results were reported. There was no effect to patient or user.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. The customer was having problems with clots in the samples. Bci hotline reviewed proper sample collection and handling with the customer. Bci field service engineer (fse) found fibrin strands in the flow cell. The fse removed flow cell and cleaned. The fse replaced carbon bridge and verified repairs.